Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit malfunction was caused by a component failure of the unit spanning from the distal end to the main body. Light guide bundle was broken was caused by a component failure of distal end of the video telescope light source was weak was caused by a component failure of light guide fiber a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited r-unit (charge coupled device) malfunction, broken light guide bundle and weak light source. There was no patient involvement.